Event description:
Reported via patient call center a left atrial appendage (laa) closure device was implanted. At unspecified times, the patient experienced two transient ischemic attacks requiring hospitalization. A follow-up transesophageal echocardiogram (tee) revealed the closure device was leaking. The patient is on eliquis. It was further reported that the leak was initially observed at the time of implant via tee. Tee revealed no shift in the placement of the closure device. The first neurological event occurred approximately two (2) years and five (5) months post-implant and the patient was diagnosed with acute/subacute stroke. The second neurological event occurred approximately two (2) years and eight (8) months post-implant. With the second episode, the patient arrived at the emergency department with double vision and an unsteady gait. Computed tomography and magnetic resonance imaging were clear for signs of stroke. The patient was placed back on eliquis 5mg twice daily and aspirin 81mg daily and discharged the following day.

Manufacturer narrative:
Correction to h6: patient code and impact code the stroke is captured in report number 2124215-2023-34229. The transient ischemic attack is captured in report number 2124215-2023-34231.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
Reported via patient call center. A left atrial appendage (laa) closure device was implanted. At unspecified times, the patient experienced two transient ischemic attacks requiring hospitalization. A follow-up transesophageal echocardiogram revealed the closure device was leaking. The patient is on eliquis.